Manufacturer narrative:
Due to no product was returned the complaint could not be confirmed. Evaluation and investigation were not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated.

Event description:
T1 was left unsupported inside the patient. No patient injuries were reported.

Manufacturer narrative:
No t1, t2 or suture were returned with the device. The device has bent bow and twisted delivery needle. The device cycles and actuates, but retracts with resistance due to the damage. The needle condition indicates difficulty with reaching the optimum anchoring location. No root cause related to the manufacture of the device can be established. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated.

Event description:
It was reported that the problem was that t2 stayed on the device after deployment. No patient injuries were reported.

Manufacturer narrative:
Device manufacture date. Previously reported as 9/27/2017. Correct date is 4/7/2017. Resubmittal of supplemental 004 due to prior transmission error.